Event description:
After wearing brace on left knee approx 4-6 hrs, pt developed severe rash and burn appearance to back of knee. Rash was around entire knee where brace came in contact. Symptoms were a combination of poison-ivy type rash and a sunburn/surface burn behind knee. Limited the ability to walk for 1.5 days. Began feeling better after applying cortizone and taking benadryl. Rash developed into blisters and large red spots. Pt writes, "this letter is in reference to a reaction I had with a product I purchased. My intentions are only that consumers be aware of a possible serious reaction which may occur from wearing the homedics thera p magnetic therapy brace. After wearing this brace on my knee for approximately four hrs I noticed my entire knee had broken out into a rash and the back of my knee was what appeared and felt like a burn to the skin. Shortly after I noticed this rash, blisters began to appear and began to drain. My knee looked to have had a combination of a skin reacton and a burn. I notified my physician and he suggested applying a cortisone creme. After applying the cortisone creme for one week the severe rash was still visible and itching/burning. I then made an appointment to see my physician and he prescribed a steroid creme to apply and told me that I must have had a serious reaction to the material in the brace. After applying the creme for a week, the rash is subsiding. In closing, I have never had a reaction to a material such as this. The insert with the brace did note that if a rash appears to discontinue use and notify your physician. I feel that a rash as severe as I had should be brought to the attention of the MFR/co in warning consumers of a more severe skin reaction is possible. Thank you for your attention in this matter."